Event description:
After the procedure, the grounding pad was removed from the upper left thigh and it was noted that the skin was pink, irritated and peeling where the adhesive had been on the border of the pad on the upper and lateral borders.